Event description:
Reporting status: death. Reporting rationale: perforation not sealed/death. Device issue: leak-stent graft. It was reported that two graftmasters were used for treatment of a perforation in a vein graft to the circumflex, caused by another company's stent; however, the perforation was not sealed. The patient continued to bleed and was transferred to surgery; however, prior to the start of the surgical procedure, the patient coded and went into respiratory arrest, CPR was performed; however, the patient expired. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - based on the review of the lot history record, it can be assumed that the device was in working order when the device left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It is possible that the stent graft did not completely seal the perforation because of, but not limited to, the following: the stent graft was not centrally deployed over the perforation; the perforation grew during the deployment of the stent graft; the incorrect size of the stent graft was chosen for the perforation e.g. Too short. The device was not returned for investigation and therefore, no complaint root cause can be identified.